Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility registered nurse (rn) reported an optiflux f180nr dialyzer blood leak. A blood leak alarmed at the start of treatment with visible blood in dialysate within dialyzer, and in effluent dialysate line. Additional follow-up was made with the rn, who stated the machine generated a blood leak alarm approximately immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 500. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s blood was unable to be returned and the estimated blood loss (ebl) was approximately 200 ml. Blood was visually noted within the dialyzer and no blood leak test strips were used after the incident. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on the same machine without further issue. The sample was available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the device was returned to the manufacturer for physical evaluation. During gross visual examination of the sample a piece of fiber was observed from the non-cavity ID end header to be potted on the outer circumference of the fiber bundle. The sample was subjected to a laboratory bubble point test. An internal leak was observed on the non-cavity ID end. The dialyzer was subjected to destructive disassembly for further visual examination. The screw flanges were removed, the cavity ID end was severed and the fiber bundle was withdrawn from the dialyzer housing. Upon extraction of the fiber bundle, the piece of fiber was discovered to be a part/section of a long fiber. The fiber was longer than the rest of the fiber bundle as it was identified by the investigator to also be potted on the opposite end (cavity ID end). The inferior view of the non-cavity ID end showed the long fiber to be potted and then presented a loop and was potted again. Visual examination on the microscope under magnification revealed the potted end was observed to be bent within the polyurethane (pu) and when it exited from the pu, the fiber formed a loop that was previously mentioned. From the loop, the fiber end that was potted was the end that leaked during testing. No other damage or irregularities, specifically, loose fiber fragments, kinked fibers, or broken fibers were noted. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance's, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a confirmed internal leak on the cavity ID end of the dialyzer.

Event description:
A user facility registered nurse (rn) reported an optiflux f180nr dialyzer blood leak. A blood leak alarmed at the start of treatment with visible blood in dialysate within dialyzer, and in effluent dialysate line. Additional follow-up was made with the rn, who stated the machine generated a blood leak alarm approximately immediately after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 500. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s blood was unable to be returned and the estimated blood loss (ebl) was approximately 200ml. Blood was visually noted within the dialyzer and no blood leak test strips were used after the incident. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient was able to complete treatment with new supplies on the same machine without further issue. The sample was available to be returned for evaluation.